Event description:
During the procedure it was reported there was char observed on catheter tip between electrode 1 and 2. Additional information was requested however no additional information was provided. Due to the catheter¿s condition, this event is a reportable event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) during the procedure it was reported there was char observed on catheter tip between electrode 1 and 2. Additional information was requested however no additional information was provided. Due to the catheter¿s condition, this event is a reportable event. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, a cool flow pump test was performed and catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.